Event description:
Same event as MFR's report #: 2134265-2009-00426 & 2134265-2009-00428. It was reported that stents were "plugged up". The patient had 3 wallstents placed in his liver, and was feeling very good following the procedure. The patient "went in for a subsequent "routine" appointment and the "pa" told him that they were going to go in to "expand" things but when they got in, they realized that it was completely "plugged up" and they couldn't event take a picture. The patient is not clear as what was then done. The patient claimed to be feeling fine. No further information is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.